Event description:
Transtracheal oxygen catheter leaks when oxygen flow rates of 4 liters per minute or greater are used. Leak occurs at connection of catheter to connecting hose. Could potentially cause hypoxemia in oxygen-dependent pts. At least 13 catheters have leaked in this manner since 9/94. Five have been returned to the MFR.